Manufacturer narrative:
Co has completed the investigation of the MDR incident and after testing the device, has not been able to verify a device malfunction. Blood testing was performed on the meter in "as is" condition, with results outside of performance specs. The meter optics were cleaned and the meter retested with results within performance specs. In addition, the meter memory indicates that no tests were performed from the time period 04/14/1997 until the time of the alleged discrepant value of 115 mg/dl on 06/03/1997 (the date of alleged hospitalization). Co concludes that the alleged inaccurate test result was due to the user's failure to properly clean and maintain the meter and failure to perform daily calibration checks which are intended to detect this type of condition, as instructed in the product labeling. In addition, it is unreasonable to suggest that the meter caused or contributed to the pt's elevated glucose since he had not tested on the meter prior to the date of the alleged event. At this point, co's investigation of this matter is closed.

Event description:
The pt felt ill on 6/3 (jittery, headache). A blood glucose test on his one touch profile meter at 8/a was 115 mg/dl. Unsatisfied with the result, he went to the hosp where at 9/a, a result of 399 mg/dl was obtained (method unknown). The pt was kept for 6 hrs, treated with insulin and placed on a EKG. His blood glucose upon discharge was 180 mg/dl. The meter is cleaned with alcohol only when it displays "clean test area." The product's instructions for use state to clean the meter once a week with water only. Quality control tests are not performed, calibration status is unknown at this time.